Manufacturer narrative:
Patient information was unavailable from the site. Device UDI not provided as this product is no longer manufactured. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was noted that there was an internal orange blinking led and communication error displayed. No visual damage on the cable. The camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the system was not working and it suspended the surgery. It was noted they did not see led's on the camera. The surgery was rescheduled.

Manufacturer narrative:
Additional information: patient ID provided. Device unique device identification (UDI) and manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3: vendor analysis was received on the psu. Customer fault description has been confirmed and isolated to a faulted component on the main pcb. The faulted component has been replaced followed b extended pyramid volume recharacterization. Unit has also passed outgoing product testing. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information that the reported issue occurred when the patient was under anesthesia and that the procedure was aborted as the navigation system did not operate as designed.

Manufacturer narrative:
The psu was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the psu would not power up. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.